Event description:
It was reported that the patient was currently in the emergency room (ER) because the patient¿s other implant (pacemaker) was ¿going crazy ¿ following a recent implant procedure. The manufacturer representative thought that the patient¿s implantable neurostimulator (ins) was currently on. The manufacturer representative was instructed to turn off the ins until diagnostics were done with the pacemaker. It was thought that the ins was currently set with a bipolar electrode pair. Additional information received reported that the patient¿s pacemaker had acted up before and that it was unknown if the ins was interfering. The patient¿s daughter was setting up an appointment with the cardiologist to reduce the ¿sensitivity of the pacemaker¿ and to bring the ins ¿up to the most tolerable level¿ to see if it interfered with the pacemaker.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0e02b, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).